Event description:
Additional information received reported that the cause of the event was that the patient turned off the implantable neurostimulator (ins). It was reported that the ins was turned back on and the patient was now doing great. It was noted that the patient did not require hospitalization due to the event.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had turned stimulation off prior to having a knee surgery and turned it back on on tuesday morning. It was stated that the device ¿was not working¿. The patient¿s urine kept ¿oozing out¿ and the patient was wearing pads as she couldn¿t control her bladder. It was noted that before the patient couldn't get to the bathroom, she "soaked through her clothes and her pull-up¿. The urine was reportedly ¿dripping¿ on the floor. It was noted that the patient¿s symptoms were worse when she went to physical therapy. At the time of the report, it was indicated that stimulation was on, on program 2 at 6v. The patient could; however, not feel stimulation. Stimulation amplitude was increased to 6.9v. Stimulation was reportedly comfortable but urine ¿was still coming out¿. It was noted that the patient wanted her device adjusted. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va04kkk, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).